Manufacturer narrative:
Description of event or problem: additional information. Device identification and device manufacture date: manufacturer analysis conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had syncopal episode at home before go to emergency department.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient presented with bacteremia and percutaneous lead infection (driveline). Blood and driveline cultures indicated corynebacterium striatum infection and white blood cells were elevated. The patient started on intravenous antibiotics and reported to fell better. White blood cells exam was performed and the result was normal. No further information was provided.